Event description:
Customer reported receiving an error message and add'l icons on her unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Performed investigation. The meter serial number has been checked and meter determined to have unlocked units of measure. Meter powered on with button depression and insertion of strips. Error 3, battery icon and booklet icon appeared on testing. Meter is showing signs of memory overwrite. Customers and retailers have been informed through the adc fa16may2006 letter.